Event description:
The customer asked that the mattresses be updated with a revitalization kit. When the tech replaced the mattress ticking, he found signs of fluid ingress in the mattress due to the worn ticking.

Manufacturer narrative:
The tech used a mattress revitalization kit to repair the bed.